Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, no intervention has been performed and the device remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Despite multiple attempts, no further information concerning this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.